Manufacturer narrative:
Distributor did not provide the serial number of the ventilator, only the serial number of the returned component. Carefusion failure analysis: received the main pcba and transducer, considered the failure a known issue. And no further investigation is needed.

Event description:
(B)(4) hospital reported to the distributor in (B)(6) an transducer fault with a "vent inop" alarm.